Event description:
The patient was implanted on (B)(6) 2012 with a peek patient specific implant due to a large cranial void. The device was explanted on (B)(6) 12 due to a pre-existing infection that worsen. Another surgery is planned but the date is unknown and the additional screws and plates will be from another manufacturer.

Event description:
Date of injury reported as (B)(6) 2012.

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog or lot number were provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device used for treatment and not diagnosis.